Event description:
It was reported that during implant the implantable cardiac monitor (icm) exhibited no sensing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: dev ret to MFR product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. If information is provided in the future, a supplemental report will be issued.